Event description:
It was reported that the patient with atrial fibrillation presented remotely via merlin.net transmission. Upon interrogation, the pulse generator exhibited undersensing on the atrial channel. The patient came in to clinic and programming changes were made. The patient was still in atrial fibrillation but otherwise the patient condition was fine.